Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient revised 2 weeks post implant. 2-year stanmore limb salvage registry report indicates that 2 total knees were revised. Additionally noted: "both due to periprosthetic fractures, one 2 weeks post surgery and the other 6 weeks post surgery"

Event description:
This pi is for the patient revised 2 weeks post implant. 2-year stanmore limb salvage registry report indicates that 2 total knees were revised. Additionally noted: "both due to periprosthetic fractures, one 2 weeks post surgery and the other 6 weeks post surgery" update: "additional information was provided by the sales rep. Whilst preforming a complaint history review for each pi¿s, it was found that each lot/ batch was previously reported for the same failure mode, and the patient details are exactly the same for each record. Lastly both were reported from the same healthcare facility.".

Manufacturer narrative:
Further investigation has determined that this MDR is a duplicate of MFR# 3004105610-2021-00090. If needed, any further reporting will be conducted via MFR# 3004105610-2021-00090.